Manufacturer narrative:
The reported high lead impedance anomaly was not confirmed. The complete lead was returned in one piece. Final analysis was normal, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pulse generator implant procedure, the right ventricular lead exhibited high pacing impedance anomaly. The impedance anomaly persisted after troubleshooting. A different lead was then used to completed the procedure. The patient's condition was stable.